Event description:
It was reported that the patient experienced diaphragmatic stimulation due to the left ventricular lead. Reprogramming was attempted, but could not resolve the issue so the lead was inactivated. The patient was a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified that left ventricular capture management was turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.